Manufacturer narrative:
Copilot said: iab sensor failure: malfunction or signal loss from the fiber optic pressure sensor in an intra-aortic balloon catheter, critical for accurate pressure waveform and pump timing. Causes of a sensor failure: a sensor failure can result from the following: optical sensor kink. Break in sensor. Connector issue. Effects: loss/poor waveform. Calibration/alarm errors. Pump unable to detect sensor. Trend and investigation: monthly trend reviews; triggers investigated via CAPA. Since dec 2023: 1 cr (closed - no CAPA required); 14 complaints in oct 2024 within expected rate; no safety risk identified. Risk analysis (dfmea): failure modes include insertion difficulty, lumen/sensor damage, migration causing fiber break. Severity low (2-3), occurrence low (1), risk index = 0. Labeling review: ifus for sensation, sensation plus, and transray plus include alarms (iva1-iva4) and precautions for proper connection and alternate pressure source. Conclusion: no escalations required. Risk remains within the established risk profile. IFU adequately addresses the failure mode. No non-conforming or counterfeit product identified. Key causes: inner lumen issues: clot formation, kinks, breaks, lumen damage. Fiber-optic sensor issues: calibration failure, disconnection, cable break or kink. Setup/equipment issues: improper zeroing, air bubbles, over-damping, loose connections, excessive tubing compliance. Patient factors: low pulse pressure, arrhythmias. Off-label use. Signs of a damped arterial waveform flattened waveform with reduced systolic upstroke. Narrow pulse pressure. Loss of dicrotic notch; rounded appearance. Sluggish response during fast-flush/square-wave testing. Pressure monitoring methods 1. Fiber-optic sensor monitoring used primarily on maquet/datascope fiber-optic compatible iabps. Key steps: gently prepare and align fiber-optic cable. Insert until it clicks; secure to prevent strain. Pump will automatically obtain arterial pressure. Verify augmentation and proper balloon function. 2. Inner lumen monitoring used as the arterial pressure source on pumps not compatible with fiber-optic sensors. Key IFU requirements: aspirate and discard 3 cc of blood before setup. Remove all air from lumen and tubing; use standard arterial flush system. Maintain 3 cc/hr continuous flush. Do not draw blood samples from inner lumen. If waveform dampens: aspirate 3 cc again; if resistance occurs, treat lumen as occluded and discontinue use. Perform hourly fast flush (with pumping stopped). Precautions and signal optimization use <= 8 ft low-compliance tubing. Maintain 300 mmhg flush pressure. Keep all air out of the system. Use room-temperature flush solution. Avoid damping devices and overtightening connections. Clear any blood in tubing with >=15 seconds of flush. Complaint, risk, and labeling review monthly trending is performed for difficult/unable to monitor arterial pressure events. No CAPA/scar or complaint-related corrective actions since jan 2023. Per win-01614, DHR review is only required when specific criteria (e.g., suspected manufacturing defect, serious injury, certain countries) are met. Dfmea review identifies several possible contributors (kinks, excessive insertion force, lumen/sensor damage), but all have low severity and occurrence with risk index = 0. Labeling for sensation, transray, sensation plus, and transray plus iabs appropriately addresses this failure mode and directs users to IFU steps (iva1-iva4) and iabp help screens. Current assessment shows: the issue is known. Risk remains within acceptable limits. IFU adequately addresses proper setup and troubleshooting. No evidence of non-conforming or adulterated product release. Overall conclusion difficult/unable to monitor arterial pressure results from a range of user, equipment, or patient factors impacting arterial waveform accuracy. The IFU provides mitigation steps for both fiber-optic and inner-lumen pressure monitoring. Risk management documentation shows this failure mode is addressed, remains within acceptable risk levels, and requires no escalation. No manufacturing-related patterns or capas have been identified since jan 2023.

Event description:
It was reported that a transray plus 40cc intra aortic balloon catheter was inserted during an emergency percutaneous coronary intervention. After insertion, it was connected to cardiosave and the start button was pressed; however, a ¿fiber optic sensor malfunction¿ error appeared, and blood pressure could not be displayed. The catheter was removed, and another trp4046 was inserted. This time, sensor calibration was successful, and iabp therapy was initiated. No harm to the patient was reported. The initial catheter was discarded after the procedure and could not be retrieved, so the serial number is unknown.